Event description:
It was reported that during a hemorrhoidectomy, the stapler partially cut the tissue and the staples were not formed. As a result, severe bleeding occurred. It took more than one hour for the surgeon to control the bleeding. The pt needed hospitalization as a result of a fever. The pt still had a fever the next morning, which was 18 hrs post-op.